Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of the needle hub. Minute crack was noted in the needle hub connector. Suction failure was due to crack in the needle hub and also confirmed by the customer that did not achieve the blood returned under ultrasound. Therefore, the investigation is confirmed for the reported needle hub crack and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient diagnosed with lung cancer, underwent a port placement procedure using the power port MRI isp, with vascular access obtained via the internal jugular vein and the port positioned two transverse fingerbreadths below the clavicle. During the procedure, the operator successfully punctured the internal jugular vein under ultrasound guidance using an 18g needle however, no blood return was obtained despite ultrasound confirmation that the needle tip was correctly positioned within the vessel. The 18g needle was withdrawn and reinserted under ultrasound guidance, but blood return still could not be achieved. Upon careful inspection after withdrawal, a crack was identified at the needle hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient diagnosed with lung cancer, underwent a port placement procedure using the power port MRI isp, with vascular access obtained via the internal jugular vein and the port positioned two transverse fingerbreadths below the clavicle. During the procedure, the operator successfully punctured the internal jugular vein under ultrasound guidance using an 18g needle however, no blood return was obtained despite ultrasound confirmation that the needle tip was correctly positioned within the vessel. The 18g needle was withdrawn and reinserted under ultrasound guidance, but blood return still could not be achieved. Upon careful inspection after withdrawal, a crack was identified at the needle hub. The procedure was completed using another device. There was no reported patient injury.